Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead appeared to have delivered inappropriate therapy on stored ventricular episodes. Technical services (ts) reviewed the device data and determined that the episode was atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered one anti-tachycardia pacing (atp) burst and eight 41-joule shocks. After the shocks were delivered, noisy signals were observed on the right atrial (ra) and rv channels. On another stored ventricular episode recorded later the same day, one atp burst and eight shocks were again delivered until therapy was exhausted. In this episode, the first three shocks did not change the rhythm, while the fourth shock accelerated the rhythm and induced ventricular fibrillation (vf). Shocks five through eight subsequently converted the rhythm. All shocks showed noise on the electrograms. The field representative reported that a defibrillation threshold (dft) test was performed due to failed conversion, but the dft was unsuccessful. Ts determined that the noise was caused by electromagnetic interference (emi); however, the noisy signals on the ra and rv channels were not correlated. An x-ray revealed that the rv lead had a missing portion, likely due to an unsuccessful extraction. Ts recommended to replace the rv and ra leads. No adverse patient effects were reported. This rv lead remains in service.